Manufacturer narrative:
Insulin pump received with a constant flashing white light display, partial display and constantly beeping due to vertical crack on liquid crystal display controller. Unable to perform displacement test, sleep current test, active current test and self test due to a constant blank flashing white light on the display. Unable to download history files and traces using thump due to display anomaly. The following were noted during visual inspection: scratched case and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was malfunctioning. No harm requiring medical intervention was reported. The device will be returned for analysis.